Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer continued to use pump for insulin therapy. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.